Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that during a lead revision, the device header appeared to be damaged. The physician opted to change the device. Currently, it is not known why the lead was revised, or which lead was involved. The device was explanted and replaced, and both leads remain in use. Follow up is currently in process for additional information. No patient complications have been reported as a result of this event.